Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump was cracked after an impact with an unspecified object while on vacation, rendering the device nonfunctional and no longer water resistant, and a replacement was arranged with shipping and return coordinated. Symptoms included no reported adverse clinical effects. Outcomes included no emergency treatment, no hospitalization, and a temporary switch to backup therapy was advised due to uncertain device functionality. Investigation included review of shipping and tracking information, verification of serial number and address, and carrier follow-up for a misdelivery of a replacement unit. Investigation of this device revealed product damage due to external impact, with functional impairment of the pump enclosure and loss of water resistance; no device alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design.